Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe bleeding"), pregnancy with contraceptive device ("fell pregnant") and kidney infection ("severe kidney infection") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy with contraceptive device in 2015. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and kidney infection (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she was currently scheduled to have her essure device removed during the winter of 2018.). At the time of the report, the genital haemorrhage, pregnancy with contraceptive device and kidney infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as therapeutic abortion. The reporter considered genital haemorrhage, kidney infection and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced 1st pregnancy episode in 2015 was captured under case: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe bleeding"), pregnancy with contraceptive device ("fell pregnant") and kidney infection ("severe kidney infection") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy with contraceptive device in 2015. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and kidney infection (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she was currently scheduled to have her essure device removed during the winter of 2018.). At the time of the report, the genital haemorrhage, pregnancy with contraceptive device and kidney infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered genital haemorrhage, kidney infection and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced 1st pregnancy episode in 2015 was captured under case: (B)(4). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.